Event description:
It was reported that a patient had a shocking and jolting sensation. It was noted that shortly after implant the stimulation was up high and cased ¿terrible pain¿ but stimulation was decreased and the pain went away. It was reported that the patient was not able to adjust stimulation, which was noticed after the batteries were replaced in the patient programmer. The reporter stated that the patient connected with the new batteries, saw a check mark and 3.4 volts, and was unable to increase or decrease stimulation. It was reported that the patient was on program 1 at 0.15 volts and the implantable neurostimulator (ins) was on. It was noted that the patient was then able to increase the setting to 0.40 volts but felt it ¿pounding¿ and decreased to 0.35 volts. It was reported that later the patient increased to 0.40 volts and wanted to know if her settings were high. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 3037, serial# (B)(4), product type: programmer. Patient product ID: 3 093-28, lot# v524071, implanted: (B)(6) 2011, product type: lead. (B)(4).